Event description:
It was reported that the user, accompanied by a healthcare professional, contacted support to perform a factory reset of the ilet following a significant change in insulin needs after pregnancy and a recent hypoglycemic event with a blood glucose of 40 mg/dl that required treatment with oral glucose and juice; the device was subsequently set up again and use was resumed. Symptoms included hypoglycemia. Outcomes included recovery and continued use of the device. Investigation included guided troubleshooting and education, including a factory reset and device setup. Investigation of this case revealed no device malfunction, and the event was attributed to unclear cause in the context of changing insulin requirements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.